Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned for an unknown product performance issue. No further information was provided. This lead is no longer in service. No additional adverse patient effects were reported.